Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that a battery performance alert (bpa) advisory was observed and subsequently the implantable cardioverter defibrillator reached elective replacement indicator (eri). The ICD was explanted and replaced. The patient was stable.